Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that patient arrived to hospital and a x-ray was performed. After this, patient was sent home. In a follow up this right ventricular (rv) lead was tested and confirmed the dislodgment. During the time the patient was waiting for the revision this lead had perforated the heart. No additional patient effect were reported.